Manufacturer narrative:
On 8-feb-2017, an fse visited the customer facilities. He found that the large syringe would not home. He took off the connector to sample needle and found that needle was clogged with rubber from sample tubes. He replaced the needle. The fse ran controls with all good results. No further action required by field service. The most probable cause of the reported event was due to a clogged needle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, a customer reported 706: large syringe errors and a leak from an undetermined location in their g8 analyzer. The customer was unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.